Event description:
It was reported that the customer received a sensor error alert on this insulin pump. The customer's blood glucose was 154 mg/dl. Troubleshooting was done. Advised that the sensor may have been not working, dislodged, bent, retracted or damaged. The customer stated that he removed the sensor and noticed that the cannula was missing from the sensor. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor, and found the sensor broken. Unable to confirm that the customer received the sensor damaged due to the sensor being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.